Manufacturer narrative:
This report is for an unknown handle/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, two pieces of the rod holder were missing. Due to this, the surgeon had to make a larger incision in the patient. This resulted in a surgical delay of thirty (30) minutes. No further issues were reported. This report is for one (1) unk - handles. This is report 2 of 2 for (B)(4).